Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed. Package insert reviewed. Product not returned.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete or as additional information is received.

Manufacturer narrative:
(B)(4)

Event description:
Allegedly the component broke.